Event description:
I had silicone breast implants put in earlier that year, had second surgery because I developed a hematoma to left great. I have been in discomfort that has increasingly gotten worse. I have chronic fatigue, chronic pain, depression/anxiety. I also been diagnosed with interstitial cystitis, chronic bronchitis, breast pain, diffuse cystic mastopathy of left and right breast since. These are some of the disorders that have been diagnosed by my doctors. Unable to work due to above issues and believe explantation will help relieve symptoms.